Event description:
The customer was hospitalized for low bgs. The customer was sleeping when it happened and was taken to the hospital in the ambulance. The customer was already released at the time of call. The customer has not treated their high bgs. Troubleshooting was performed. The customer informed that the basal rates and the programming on the pump are correct. It was mentioned that customer has no current bolus history and does not bolus because customer usually runs low. It was indicated that the pump appears to be working properly.